Manufacturer narrative:
The reported event that the pointer tip was bent was duplicated; it was confirmed that the device had a bent tip and could not be validated. It is possible that bending forces caused the reported event. The pointer was repaired and put back into stryker stock.

Event description:
It was reported that the tip of the large pointer was bent during testing or set up prior to a cranial tumor removal procedure. A backup device was available. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the tip of the large pointer was bent during testing or set up prior to a cranial tumor removal procedure. A backup device was available. There was no patient involvement and no adverse consequences associated with the device.